Manufacturer narrative:
Manufacturing address. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history records is in progress. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. During evaluation of the treatment tip, product support found damage to the corner of the tip membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. The physician did not confirm how often they were inspecting the tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Based on the available information, damage to the tip most likely contributed to this event. It is unknown how and when this damage occurred.

Manufacturer narrative:
An evaluation on the returned tip was unable to confirm any functional problem or error. It was confirmed that tip passed the flow test, functional and thermistor testing. The tip did not pass the leak test or visual test as it had a damaged corner and large tear in the membrane. Functional testing was performed and no errors or other issues were observed. A review of the device history records is in progress. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A distributor reported that a practitioner performed a laser treatment on a patient's face and redness and blisters developed on the left cheek and jaw during treatment. The physician confirmed they continued treatment after the blisters developed. During the procedure (around 200 shots) the physician repeatedly received an error indicating the tip was not fully connected. They physician continued to use the same tip and used it on a different handpiece and system, the error continued. Once the doctor replaced the tip the error ceased. Prior to treatment the physician confirmed that they inspected the tip, but believes they may have "hit the tip somewhere" but is not certain. The tip was reinspected multiple times during the treatment. Immediately after the treatment the patient received a hyaluronic acid and botox injection in the nasolabial grooves. The patient was treated with steroid cream and was instructed to "cool". It is unknown if there will be any permanent damage or scarring as the patient did not return to the doctor's office.